Event description:
It was reported that the hcu30 unit trips the "line isolation monitor" in the operating room. No patient involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician investigated the unit and found a potentially defective main heater. The insulation resistance on the main heater was out of spec. The unit was removed and sent to the factory for repair. A supplemental medwatch will be submitted if additional information becomes available.